Event description:
The manufacturer was contacted via a voluntary medwatch (vmw 5151123) in reference to the user of a dreamstation 2 device alleging black specs in the water chamber. There is no allegation of patient harm or serious injury. There is no clinical information or medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.